Event description:
The customer obtained an unexpected vitros tsh proficiency sample result while using a vitros 5600 integrated system (cap level 1 = 0.453 miu/l vs. Expected result 0.311 miu/l). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that an unexpected vitros tsh proficiency sample result was obtained. A definitive root cause for the event could not be determined. The investigation is ongoing.